Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using closed IV catheter saf-t-intima¿ retracting safety needle there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: there was excess glue at the front end of the catheter tube in general 2.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos since the defect could not be observed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported while using closed IV catheter saf-t-intima¿ retracting safety needle there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: there was excess glue at the front end of the catheter tube in general 2.

Event description:
It was reported while using closed IV catheter saf-t-intima¿ retracting safety needle there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: there was excess glue at the front end of the catheter tube in general 2.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10-oct-2022. H6: investigation summary: our quality engineer inspected the 2 pictures and 3 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that there was excess silicone at the tip of the catheter. Bd determined that the cause of the failure was associated to our manufacturing process when silicone is applied to aid in the insertion of the device. A quality alert was generated and sent to all personnel involved in the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.